Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient had to request 4 to 5 boluses before he would get pain relief. The reporter thought the personal therapy manager (ptm) was not sending the signal; however, the reporter confirmed he got the bolus successful icon on the ptm. The reporter was redirected to their healthcare provider (hcp), and the reporter stated the hcp was aware of the lack of relief. The patient also noted they were sick on monday. The pump system was being used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information received reported the patient was still having concerns regarding their device or therapy but were working with their healthcare provider or manufacturer's representative. Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal fentanyl 1500 mcg/ml at 1500 mcg/day and hydromorphone 400 mcg/ml at 93 mcg/day via their implanted pump. On (B)(6) 2016, the hcp did a catheter replacement. Since (B)(6) 2015 the patient had not had good therapy effect. It was noted he did a revision of the catheter in 2015 and pulled the catheter down. The hcp recently did a dye study and was concerned with the catheter and possibly some coiling. On (B)(6) 2016 he decided to replace the catheter and it was not coiled but it did not look right and he just replaced it. Now he wanted to send the catheter in for analysis. The change in therapy/symptoms was gradual.

Manufacturer narrative:
Analysis found no significant anomalies with the returned catheter segment h.6. Evaluation conclusion code no longer applies for the catheter evaluation result code no longer applies for the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.